Manufacturer narrative:
The manufacturer was contacted about the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging lung collapse (twice) and a heart condition related to a CPAP device's sound abatement foam. The reported event of lung collapse (twice) and a heart condition and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. The patient did receive medical intervention and reported to have lung and heart surgery. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section g1 and h6 updated in this report.

Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused lung collapse (twice) and a heart condition. The patient did receive medical intervention and reported to have lung and heart surgery. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per (B)(4).